Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor was worn and the coupling could not engage. The device also failed pre-tests for check the power with test bench: min. 110 to 160 w, check for air leak, check reverse locking mechanism, check attachment coupling with attachments and check the attachment coupling. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device was worn and the coupling could not engage. The device also failed pre-tests for check the power with test bench: min. 110 to 160 w, check for air leak, check reverse locking mechanism, check attachment coupling with attachments and check the attachment coupling. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d10: the date returned for evaluation was reported as june 11, 2019 in the initial report and has been updated to apr 30, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.